Manufacturer narrative:
Product analysis: analysis was able to confirm the reported complaint that the programmer stylus was unable to calibrate, the stylus did not align with the cursor. The connection from the printed circuit board (pcb) to the overlay was reseated and the stylus was calibrated. The hard drive was reconfigured and the software was reloaded and updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus would not calibrate. The programmer was returned for service. There was no patient involvement.